Event description:
It was reported that it was difficult to flush/prime with saline. No patient involvement reported.

Manufacturer narrative:
The sample was received for evaluation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. Visual and functional testing were performed and the reported issue could not be confirmed. During visual inspection, no damage to the sample was observed. During functional testing, the reported issue could not be duplicated. Manufacturing controls are in place to help prevent occurrence of the reported issue. The root cause of the reported issue could not be determined. Operator of device is company representative. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.